Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, baclofen and morphine (unknown concentration and dose) via an implantable pump. The pump was currently delivering saline. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a gradual change in therapy/symptoms. The patient had a fall on (B)(6) 2017 and they feel the fall may have damaged the pump in some way. On (B)(6) 2017 the patient started having withdrawal symptoms and went to the emergency room (ER). On (B)(6) 2017 the patient ran out of oral morphine. The patient went to the doctor on (B)(6) 2017 and they were giving him a script for oral baclofen and oral morphine. The doctor took the medication out of the pump and put in saline. The patient has moved to nc and the current doctor wanted the patient to find a doctor in nc and have the pump taken care of. No further complications were reported.